Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complaint.

Event description:
It was reported during a treatment with chemotherapy they noted a possible extravasation. They gave an antidote to the patient. The catheter was removed and they found a lesion on the catheter at the 10 cm mark near the intravascular site.